Event description:
Pt with barrett's esophagus enrolled in the b-500 pt registry. Pt was treated with serial circumferential and focal rfa and was a complete responder at last visit 2.5 years after initial therapy. During the treatment course, pt had intermittent difficulty swallowing solids. Endoscopy showed a mild stricture and was dilated twice to complete resolution. Physician states that the event resolved completely, the event severity was mild, and the vent was probably related to the ablation.